Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre sensor displayed a looped message of ¿60 minutes¿ on the same day of application. The customer was unable to monitor their blood glucose and experienced symptoms described as a ringing in the ears, dizziness, stimulus headaches, and a loss of consciousness. The customer¿s sister provided them with water between "02:00 and 03:00" as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on the extended investigation. No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.  If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre sensor displayed a looped message of ¿60 minutes¿ on the same day of application. The customer was unable to monitor their blood glucose and experienced symptoms described as a ringing in the ears, dizziness, stimulus headaches, and a loss of consciousness. The customer¿s sister provided them with water between "02:00 and 03:00" as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.